Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2019. Inconclusive. During the reported patient-involved event on the (B)(6) 2020, the device recorded ¿pads on¿ and immediately powered off without entering the shutdown sequence after 5 seconds. Immediately prior to power off, the device logged ¿error ¿ overcharge¿ within saverevo, as per the reported fault. A charging voltage of 145v was recorded in the technical log prior to the overcharge error, which would be insufficient to trigger this error under normal operation. During the investigation, the returned hdf-3500 delivered the full test therapy sequence without fault. There were no issues with the impedance or ECG detection that could have erroneously triggered a ¿pads on¿ prompt and no fault was identified that could have led to an overcharge error. The overcharge detection circuitry was verified during the investigation. The overcharge error could only be reproduced via simulation on the overcharge circuitry. Upon triggering the overcharge, the device continued to prompt therapy and did not power off until the on/off button was pressed, as per specification. Furthermore, there was no fault found on the device that could have led to the device powering off incorrectly. The pogo pins, battery cable and pad-pak crimp connections were verified. The device was stressed beyond normal usage at 50°c 95%rh for 5 days while performing a self-test every 20 minutes, with no fault recorded or observed throughout this period. The reported issue was identified during post-market review of the device memory. With no fault found on the unit and no fault complaint raised by the end customer regarding the device functionality during the sca event, the investigation was unable to conclude why the overcharge error occurred. The device powered off incorrectly during the event, which may have contributed to the issue. However, this could not be confirmed. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event. On the (B)(6) 2020 the hdf 3500 allegedly turned off during a patient rescued. The power was reported to have turned off during the ECG analysis after the pads were placed on the patient. An ambulance crew arrived later and took over care of the patient. It was reported that the patient died.